Event description:
It was reported that a physician attempted arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) after an interventional procedure. Reportedly, the rcfa was attempted using a starclose se device; all deployment steps were completed uneventfully, however bleeding was still observed. Manual compression was used to achieve hemostasis. At the lcfa a proglide device was deployed uneventfully and the patient was transferred to her room. The lcfa and rcfa, including the access sites, were described as highly calcified. Approximately an hour later, the patient had a cyanotic leg/cold leg, diminished pulses, and was taken to the or. A cut down was performed and it was observed that the suture had grabbed the posterior arterial wall (lcfa). The artery was repaired and surgically closed. The patient did not experience any adverse sequelae. The physician is trained in the use of the proglide and starclose se devices. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient was reported as being in (B)(6). The patient was described to have a petite frame. The device was discarded at the facility. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. It should be noted that the reported use of the proglide device in a calcified artery is not consistent with the instruction for use (IFU), under special patient population indicates that the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Additionally, the IFU, under precautions states to use a single wall technique; and under placement section it recommends to fluoroscopically evaluate the femoral artery for arterial size, calcium, tortuosity, disease, to avoid posterior wall suture placement and possible ligation of the anterior and posterior femoral arteries. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. The starclose se is being reported under a separate medwatch report number.